Event description:
Received zio heart monitor from (B)(6) cardiology clinic. Allergic reaction to adhesive used with zio. Blistering, weeping rash by third day when device was removed. Rash still prominent, itchy, raw and spreading despite treatment over a week later. Significant swelling of left breast. Treatment seems inadequate. Photos of rash available. FDA safety report ID # (B)(4).